Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: section c. Event description: cook was informed of an incident involving a cook bakri postpartum balloon. As reported, the complaint device was used to treat postpartum hemorrhage following normal delivery. The balloon was tested prior to use, and then placed into position by hand. After 150ml of saline was injected, leaking was observed. The balloon was removed and found to be ruptured. The patient lost about 900ml of blood after the alleged product malfunction. Hemostasis was achieved with another new device. Investigation ¿ evaluation. A visual inspection of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, the instructions for use, specifications, and quality control data. The complainant returned one bakri postpartum balloon catheter for investigation. Visual examination confirmed the catheter was returned in used condition. The balloon material was ruptured along the length of the balloon. Under magnification the balloon material displayed a possible puncture mark located near the center of the split. The balloon was likely punctured by an instrument of undetermined origin. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU) included with the device warn, "the maximum inflation is 500 ml. Do not overinflate the balloon." The IFU also cautions to avoid excessive force when inserting the balloon into the uterus although evaluation of the returned device indicates that balloon was likely punctured by an instrument during use, the customer has reported that no metal instruments were used with the device. Cook could not determine a definitive cause of this event from the available information. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Corrected information: h6 (patient code). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information provided 15jul2020: the device did not come into contact with any metal tools or devices. The device was tested prior to use by injection 20ml of saline. The patient lost about 900ml of blood after the alleged product malfunction. The patient was negative for covid-19.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that while treating a post-partum hemorrhage after a normal vertex delivery a bakri tamponade balloon catheter was placed by hand. After filling the balloon with 150ml of saline, the device was found to be leaking. The device was then removed and found to already be ruptured. Hemostasis was achieved by placing another device. (The device was tested prior to placement). It was reported that the patient did not experience any adverse effects. Additional information has been requested.